Event description:
The rotablater 1.75 burr tested outside body at 150,000 rpm. Inside body 1st pass uneventful. Second pass the burr did not spin at correct rpm. Burr removed from body, connection rechecked. Burr placed inside body. Again burr did not spin to proper rpm. Burr completely removed from body. The shaft was noted to be completely broken in 2 separate peices.